Event description:
It was further reported that there was a failure to capture and the output was increased again.

Event description:
It was reported that the left ventricular lead had progressively rising thresholds. The lead output was increased and the lead remains in use. This event is part of the systems longevity study. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.